Event description:
Reporter alleged obtaining a blood glucose result of hi (greater than 600 mg/dl) back to back with a result in the 250's mg/dl when testing was performed within 10 mins on the advantage system . No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.